Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that malfunction alarm (alarm 30) occurred and insulin was not observed exiting the infusion set tubing during the loading process. Customer changed the infusion set and cartridge to resolve the issues. Customer's blood glucose was 160 mg/dl.